Event description:
A 55-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, novocure was informed that the patient had developed a small opening in the surgical resection scar on the head and temporarily discontinued optune gio therapy. The patient planned to consult a healthcare provider. On (B)(6) 2026, the patient¿s spouse further reported that the patient was hospitalized between (B)(6) 2026, due to resection scar revision surgery. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure¿s medical opinion is that the contribution of the transducer arrays to the wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity.